Event description:
It was reported that during a colectomy procedure, when the doctor removed the device from package, the blade tip was broken. The doctor replaced the device and carried on the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. : information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field and with body fluids on the device. (The complaint was that the blade tip broke off when removed from the sterile package.) The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade